Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer used a non-tandem blood glucose (bg) meter which displayed a bg value of 591 (mg/dl). Reportedly, the pump registered a bg value of 137 mg/dl. The customer's school decided to deliver a bolus based on the value provided by the bg meter which calculated a bolus dosage of 15 units. However, upon retesting with an alternate bg meter, the customer's bg value was around 137 mg/dl. The customer suspended the bolus delivery; however, 11.48 units had been delivered. At the time of the reported, bg level was 109 mg/dl.